Event description:
It was reported that the patient experienced ineffective therapy. As such, such surgical intervention took place in 2024 wherein the system was explanted and replaced to address the issue. Exact date of explant is unknown. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch:7869956.